Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint "tip is not aligning up". The instrument was found to have a severely bent grip. As a result the grips do not close as expected. The root cause of severely bent instrument grip tips is typically attributed to mishandling such as excess force applied to the instrument jaws. Additional observations not reported by the site were also identified. The instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.029¿ - 0.206" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No images or procedure videos of the event were shared. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, conductor wire damage and signs of thermal damage were found during failure analysis. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted total benign hysterectomy surgical procedure, the maryland bipolar forceps instrument tip was "not aligning up." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. Information regarding patient demographics, relevant tests, and medical history was requested, however the nurse could not provide that information.